Event description:
Allegedly, continued pain in left hip. Prosthesis in good position 3-weeks post-op, with subsidence of stem noted at 3-months post-op. No fracture or signs of infection. No change to implant position at 6-months.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.